Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) conducted an onsite inspection and determined that the system would not power on. To address the issue, the fse replaced the power tray, and the field-replaceable unit (fru) associated with it. The defective power tray and fru were sent back to philips for a detailed failure analysis. The analysis identified an electrical defect characterized by a missing screw in the top cover of the power tray and fan cables that were not connected upon opening the cover. With these findings, philips confirmed the cause of the failure. The replacement of the defective parts led to the system being restored to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm to the patient or user was reported. Philips has started an investigation of this complaint.